Manufacturer narrative:
(B)(4). The returned trapezoid rx was analyzed, and a visual evaluation noted that the handle cannula detached from the handle, and it was partially moved out inside of the coil. No issues were found in the basket wires, and the tip was still attached to the basket wires assembly. The dimples were visible on the handle cannula and were properly located. Drag marks were present from the proximal and distal screw toward the proximal end of the cannula as the cannula had been forcibly pulled out from the set screws. The distal and proximal screw depth were measured and found within specification. Based on all available information, it is most likely that procedural or anatomical factors encountered during the procedure in addition to other device use during the procedure could have affected the device's performance and integrity. Handling and manipulation of the device during its use could lead to the handle cannula pulling out from the handle, resulting in handle cannula detachment. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the basket could not be retracted. A different device was used to complete the procedure. There were no patient complications reported as a result of this event. The investigation results revealed the handle cannula detached, therefore, this is now an MDR reportable event.